Event description:
When the physician was ready to deploy the stent in the coronary artery, he found a contrast leak from the hub. It was noticed that the hub was cracked. The pt was a male. The target lesion was located in the right coronary artery (rca). The vessel characteristics are unk. The rate of stenosis was 85%. The product was properly inspected and prepped. No anomalies were noted. After the stent had been sent to the coronary artery and the physician was ready to deploy the stent, he found the contrast leak from the hub. The hub was cracked. It was noted that there was no difficulty connecting or excessive force used to connect the inflation device (force pump) to the hub. There was no twisting or torquing of the hub to guide the device through the vessel. The physician removed the device and changed to another cypher (3.5x28) stent to complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.